Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during the surgery, the air leakage was found on this complaint product. This product couldn't hold air, so the surgeon used an alternative product for the surgery. There is an air leakage from the connection between the tube and cuff. No adverse event was reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4) medwatch is being filed to relay additional information. Visual examination of the returned product/provided pictures revealed no obvious tears or damage. Functional testing found that a leak existed at one of the right angle cuff ports. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.